Event description:
It was reported that after use of the unspecified bd¿ tubes there was clotting in the tubes. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. -it was reported 2 tubes were rejected due to clotting. Email rcvd, - "there was an issue yesterday that I called and personally explained to the nurse taking care of the baby. On the first draw, it was not a specimen issue. It was an instrument flag issue. The instrument gave an aspiration error on the first run. On the repeat run, it gave completely different results and a bubbles flag. Unfortunately, we cannot report those results. This was explained to the nurse and I requested a recollect. Shortly, after we received 2 separate calls back asking why and if it was clotted. This was explained again. One was answered by a phlebotomist and she stated that she didn¿t know and it may have been a specimen issue as the tech has stepped away. The second call was answered by our heme tech and he again explained the reason for the redraw. On the second draw, the specimen was clotted. Requested a recollect. On the third draw everything was fine. I do not feel there is an issue with the tubes based on one occurrence. If there are additional instances, I am not aware. I am copying in our hematology department lead, in the event she has further feedback. I would like to ask of your team, to please provide specifics that we can look into vs. Stating over the past few weeks. The majority of the issues are related to clotting. Per our hematology rejection log, we are seeing the following: ¿9/12-instrument issue, redraw clotted from nicu ¿9/10-2 clotted samples from nicu, ¿9/10-2 clotted samples from nsy, ¿9/1 -1 clotted sample from nicu, ¿8/30-2 clotted samples from nicu, laboratory manager."

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the unspecified bd¿ tubes there was clotting in the tubes. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported 2 tubes were rejected due to clotting. Email rcvd, - "there was an issue yesterday that I called and personally explained to the nurse taking care of the baby. On the first draw, it was not a specimen issue. It was an instrument flag issue. The instrument gave an aspiration error on the first run. On the repeat run, it gave completely different results and a bubbles flag. Unfortunately, we cannot report those results. This was explained to the nurse and I requested a recollect. Shortly, after we received 2 separate calls back asking why and if it was clotted. This was explained again. One was answered by a phlebotomist and she stated that she didn¿t know and it may have been a specimen issue as the tech has stepped away. The second call was answered by our heme tech and he again explained the reason for the redraw. On the second draw, the specimen was clotted. Requested a recollect. On the third draw everything was fine. I do not feel there is an issue with the tubes based on one occurrence. If there are additional instances, I am not aware. I am copying in our hematology department lead, in the event she has further feedback. I would like to ask of your team, to please provide specifics that we can look into vs. Stating over the past few weeks. The majority of the issues are related to clotting. Per our hematology rejection log, we are seeing the following: on 9/12-instrument issue, redraw clotted from nicu on 9/10-2 clotted samples from nicu, on 9/10-2 clotted samples from nsy, on 9/1 -1 clotted sample from nicu, on 8/30-2 clotted samples from nicu. Laboratory manager."